Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that drive support cap was sticking out, but she did not push it back in. The caller stated that currently she is using insulin pens. Advised the caller that a replacement would be sent to use for ninety days. No further information was provided.